Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets leaked from one of the injection port sites (clearlink) onto the floor. This occurred when propofol was started through the tubing during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.